Manufacturer narrative:
There are no relevant tests/laboratory data. There is no relevant history. Hu-friedy does not track our devices (which are mostly low risk class 1 devices) by serial number or UDI, only by a lot number, which is tied to the date of manufacture. The product involved in the event does not have an expiration date. The device is not implanted, therefore implant/explant dates are not applicable. Reprocessor does not apply. No known concomitant medical products and therapy dates. User facility/importer does not apply. PMA/510(k) is not applicable. Ind is not applicable.

Event description:
It was reported to hu-friedy mfg. Co., llc that during a dental cleaning procedure, the instrument broke in the patient's mouth. Retrieval of the tip was attempted using suction. It is unknown whether or not the tip was swallowed by the patient.